Manufacturer narrative:
Alarm.

Manufacturer narrative:
Per tandem¿s t:slim cartridge instructions for use: ¿make sure that insulin is at room temperature before filling the cartridge.¿ the device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 19) occurred with multiple cartridges during the load process. Also, it was noted that there were small air bubbles coming out of the cartridge. It was noted that the customer filled the cartridge with cold insulin. There was no impact to the customer's blood glucose level. Recommendation was made to prime the air out. Reportedly, the customer would continue to use the pump until replacement pump is received.